Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported bad image color issue could not be determined, however, it was likely the result of a damaged charged-coupled device. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope. Inspection of the endoscope ¿4. Inspect the boot and the insertion section near the boot for bends, twists, or other irregularities¿. ¿5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. ¿6. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff¿. ¿7. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found that the image was green due to defective charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that scope was giving discolored image. The event was found during reparation for use for an unknown procedure. The procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: purple image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.